Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. (B)(6).

Event description:
Philips received a complaint on a suresigns vs2+ nbp/sp02 monitor indicating that after maintenance of the monitor, it was detected that there was low non-invasive blood pressure (nibp) measurement. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Included nibp malfunction errors. The fse replaced the nibp pump. And checks and verifications were carried out. The issue was resolved. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp pump. The issue was resolved by replacing the pump. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.